Event description:
The customer alleges back to back results of 345 mg/dl on her meter compared to 136 mg/dl on the professional meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.